Event description:
The patient was undergoing an embolization procedure using a ruby coil. During the procedure, the physician was unable to advance the ruby coil against resistance through a px slim delivery microcatheter. The physician used another ruby coil to complete the procedure. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.